Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an altitude alarm while sleeping. Customer reported that their blood glucose levels were not impacted. Customer indicated that syringes would be used for back up therapy.